Event description:
The surgeon attempted to implant a lens. Prior to the lens being inserted in the eye the surgeon didn't like the way the lens was going to eject into the eye. No patient contact or injury.